Manufacturer narrative:
(B)(4). The customer reported that they replaced the power supply assembly and the device batteries and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device would not power on completely. There was no report of any patient use associated with the reported issue.